Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. It was also indicated that the device had reached battery capacity depleted status. The patients last device check was noted to have been in 2015. Information indicates the physician will intentionally program the device off as part of comfort care. The device remains in-service. No patient symptoms or adverse patient effects were reported.